Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump received error. During troubleshoot it was not clear that error clear or not. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, active current measurement, sleep current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No e or a alarms unspecified noted during testing. No battery or power anomalies noted during testing or in power graph generated by adapt power management tool. (B)(4).